Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, bruxism, peri-implantitis, infection, pain, inflammation, mobility (2022_0221, 2022_0222, 2022_0223 and 2022_0224 are same patient).